Event description:
A health professional reported that a patient was revised approximately three weeks post-operatively to address a migrated xia 3 blocker. The patient reported experiencing a "clicking" sound during movement and x-ray imaging revealed the migration.